Manufacturer narrative:
H6: 3191: no code available was used as there is no equivalent FDA code for surgery.

Event description:
It was reported that patient experienced severe back and leg pain following the initial implant procedure of two spacers. The physician assessed that the patient may have a spinous process fracture that is causing the pain. The patient underwent an explant procedure where both spacers were removed. Post-operatively the patient feels better, however, he still has the original pain he experienced prior to the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, lot: 800308.

Event description:
It was reported that patient experienced severe back and leg pain following the initial implant procedure of two spacers. The physician assessed that the patient may have a spinous process fracture that is causing the pain. The patient underwent an explant procedure where both spacers were removed. Post-operatively the patient feels better, however, he still has the original pain he experienced prior to the procedure.